Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7107304.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure. The physician was unable to get paddle in due to patients anatomy. The explanted leads will not be returned as it was kept by the facility.